Event description:
The physician reported that the tonic-clonic seizure that the patient experienced was not unusual for the patient. The generator analysis was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.

Event description:
It was initially reported that the patient experienced a grand mal (tonic clonic) seizure following the generator reaching end of service. The patient was being taken to the hospital. Additional information was received that the patient was having an increase in seizures below pre-vns baseline. The generator was determined to not be at end of service. Prior to this the patient has not had any seizures for over three years. The patient had rested though the night and stopped having seizures after 5 pm. The patient had approximately 20 seizures the day before. The nurse feels that the vns is malfunctioning although diagnostics were within normal limits. The patient was also having kidney problems while in the hospital. The patient had a prophylactic generator replacement and the generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Attempts for additional information have been unsuccessful to date.